Manufacturer narrative:
On (B)(6), the distributor provided an update that after receiving the pump from the customer and performing troubleshooting, there were no issues identified with the touchscreen. The wake button was depressed and was confirmed as not functioning as intended. Pump display turned on when plugged into a power source. The pump will be sent back to tandem for further investigation. MDR code 1559 was removed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method in insulin therapy.